Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arcticsun device was displaying a suboptimal flow rate since the initiation of therapy. The patient's temperature was 34.9c, the water temperature was 33.4c, the flow rate was 1.7l/min, and four pads were in place. The device was set to rewarm from 34.7c to 37c at a rate of 0.25c/hr. Per system diagnostics, the flow rate was 1.8l/min, the inlet pressure was -6.9psi, and the circulation pump was operating at 41%. The nurse was advised to check the tubing for bends and kinks, but there were none. The left pad appeared to have minimal flow. The nurse repositioned and straightened the tubing. She then connected the pad to a different valve set, but there was still reduced/occluded flow. Then nurse disconnected the left thigh pad and the flow rate remained at 1.7l/min with -6.8 psi. The pad was reconnected and there was no change. The nurse was advised to either leave the pad in use or exchange it for a universal pad. The nurse stated they would not change the pads because the family decided to withdraw treatment. Additional information was received from charge nurse (B)(6) on 25feb2019. She stated that the pads were removed and therapy was discontinued. When they opened the set of pads there were 2 left chest pads. Only the left thigh pad was saved and could be returned for evaluation.

Event description:
It was reported that the arcticsun device was displaying a suboptimal flow rate since the initiation of therapy. The patient's temperature was 34.9c, the water temperature was 33.4c, the flow rate was 1.7l/min, and four pads were in place. The device was set to rewarm from 34.7c to 37c at a rate of 0.25c/hr. Per system diagnostics, the flow rate was 1.8l/min, the inlet pressure was -6.9psi, and the circulation pump was operating at 41%. The nurse was advised to check the tubing for bends and kinks, but there were none. The left pad appeared to have minimal flow. The nurse repositioned and straightened the tubing. She then connected the pad to a different valve set, but there was still reduced/occluded flow. Then nurse disconnected the left thigh pad and the flow rate remained at 1.7l/min with -6.8 psi. The pad was reconnected and there was no change. The nurse was advised to either leave the pad in use or exchange it for a universal pad. The nurse stated they would not change the pads because the family decided to withdraw treatment. Additional information was received from charge nurse tiffany on 25feb2019. She stated that the pads were removed and therapy was discontinued. When they opened the set of pads there were 2 left chest pads. Only the left thigh pad was saved and could be returned for evaluation.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used arctic gel pad present. Only the left thigh pad was returned. Visual inspection of the pad surface noted no obvious visible defects such as a cut or tear in the foam. Visual inspection of the clear connectors noted no visible chips and deformities at the ends of all connectors. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested. According the test method, the flow rate was found to be acceptable for all returned pads. (Acceptable range 2.4 l/min. M2). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."